Manufacturer narrative:
An event regarding alleged fracture of a tibial component stem involving a mets distal femur was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review. Product history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 08dec2008 with no reported discrepancies. Complaint history review: lot ID - there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It has been reported that a revision was required as the rotating component of the implant snapped at the stem/plate junction.